Manufacturer narrative:
On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse observed that a paper clip was jamming the x-axis lane. The fse removed the paper clip and tested the sampler movement. The instrument was returned to normal operation. The most probable cause of the reported event was due to a paper clip jamming the x-axis. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported -axis error with their g7 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.